Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the atrial lead dislodged. The lead was repositioned and remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.